Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent partial mesh removal on (B)(6) 2012 concurrently with suprapubic cystotomy tube and placement of autologous rectus fascial sling (harvested from lower abdomen); due to complications of mesh and vaginal pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urgency, stress urinary incontinence.